Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0212606334, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 388928, serial/lot #: 0212606334, ubd: 17-nov-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient had indicated that their device didn¿t seem to be working and that they had experienced a lack of therapy/stimulation. Impedance testing was performed on (B)(6) 2018 and found impedances of >4000 ohms on all electrode combinations and ¿confirmed a problem with the lead.¿ it was noted that the impedance test results ¿suggested a lead fracture.¿ the patient¿s implantable neurostimulator (ins) and lead were explanted as a result of the issue and during the explant procedure it was found that ¿the lead had been completely severed around 6 cm from its end.¿ the operating physician was required to use fluoroscopy in order to retrieve the lead¿s distal end; the ins and all sections of the lead were removed at the time of report. All tines and electrodes remained intact on the lead and nothing remained in the patient. It was noted that the patient was ¿very fit¿ and ¿vigorously exercised regularly¿ and that this may have led or contributed to the issue. It was noted the patient¿s medical history was that they were ¿very fit and healthy, but suffering from overactive bladder.¿ the patient was alive with no injury at the time of report and the issue was resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Correction: please note the implantable neurostimulator (ins) details captured, and manufacture date has been updated at this time. Additionally, the manufacturing site ID has changed (B)(4) at this time; however, section 'MFR report number' cannot be changed to reflect this due to constraints with the regulatory reporting system. Device evaluation: analysis of the lead found all conductors were broken 7.0 cm from the distal end. Analysis of the ins found no anomalies. Please note that method code, result code, and conclusion code no longer apply to this report. If information is provided in the future, a supplemental report will be issued.